Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/11/2017 with the following findings: during investigation, the pump powered up to a blank screen. The cover was removed to find no intermittent conditions to the printed circuit board. The keypad and display were unable to be tested due to the blank display. A slave processor failure was concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the display screen was blank. There is no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.